Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at reservoir tube window corners, case at display window corners and reservoir tube window.

Event description:
Customer reported a crack in the reservoir. Customer stated that it is leaking insulin and she is having more high blood glucose readings. Customer's stated that her most recent blood glucose reading was 300 mg/dl. No further information reported.